Manufacturer narrative:
Concomitant medical products: t505u221 aortic valve implanted: (B)(6) 2012, dtmb1d4 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and exhibited low p-waves. Pauses in pacing were also observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.